Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the fill tubing step was initiated on the pump without user input during the load fill tubing process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. There was no reported adverse impact to customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the fill tubing step was initiated on the pump without user input during the load fill tubing process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. There was no reported adverse impact to customer's blood glucose level.